Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar forceps instrument had a broken black conductor wire. A backup instrument was used for the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 05/29/2025: the instrument was inspected prior to use with no damage observed. It was noticed when the customer sent it out for cleaning after the operation. The instrument did not collide with any other instruments or tools and no fragments fell inside the patient¿s anatomy. The instrument is available for return; however, photo or video is available for review. The patient demographics were not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed, and the findings did not replicate or confirm the customer reported event. There was no broken conductor observed during visual inspection. The instrument passed the continuity test. The instrument was found to have a frayed grip cable at the distal end. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. The probable root cause of cable breakage/frayed, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.